Manufacturer narrative:
Reported to the FDA on (B)(4) 2011.

Event description:
Reported by the complainant as follows: the pt was originally admitted to itu with respiratory problems and developed diarrhea. Flexi seal fms was commenced on (B)(6). No per-rectum examination was performed pre-insertion. The kit remained in situ uneventfully until (B)(6) when the kit was discovered to be per vagina. A vagina-anal fistula was suspected because there was feces in the tubing. The pt was taken for examination by the surgeon under anesthetic however, no fistula was discovered although there were "anterior and posterior fissures, not acute". The surgeon advised that no fms should be used with this pt because of these fissures, but it is not clear from the medical notes what was meant by "not acute". The position of the kit in the vagina was discovered to be nurse error - the kit had fallen out and been repositioned incorrectly - this nurse training issue has been addressed. The pt was moved out of itu to a ward environment. The diarrhea has been dealt with externally. (B)(6) was informed on (B)(6) by the ward staff the pt was continent. (B)(6) will try to obtain clarification regarding the nature of the fissures from the surgeon. I have explained that a pre-insertion per-rectum exam is good practice prior to use of the kit to check for any abnormalities.